Event description:
Customer states foaming in edta, (B)(6) heparin (all plasma tubes) which may or may not have affected testing. Underfilling of nacitrate tubes. Sporadic mcv's in appropriately filled edta tubes with no resolving explanation upon re-collect. Other results did not seem to be affected. The few times it was noticed, patient results were pulled over a course of their stay to just do a quick visual comparison of like tests. Weak vacuum pressure when pulling samples from lines (butterfly needles) as compared to greiner tubes is used in the past and compared to bd tubes that were kept in stock before changing over. Weak pressure may affect cellular makeup causing hemolysis and massively affecting patient results. When this happens re-collecting is necessary. There were times when hemolysis occurred and blood bank tubes had to be redrawn. Edta and kedta are used for all of our type and screens so when both are hemolyzed a re-collect is requested. . Still, it cannot be confirmed that the hemolysis was caused by the tubes. The customer states that usually hemolysis is a cause of improper draw technique but over this past year the occurrences seem to have increased. At least 3 occurrences were observed before it was decided to enforce training on the new tubes. These were not documented, because occurrence report did not have to be issued.

Manufacturer narrative:
Complaint statement (B)(4): a date of the event could not be obtained from the customer. No samples were received for evaluation. No customer pictures were received. No material numbers or batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.